Event description:
Customer reported the x-ray switch on the dog house is not working, and that the tube is arcing. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the x-ray tube and x-ray switch cable. System operates as intended.